Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, after introducing the vessel sealer extend (vse) instrument into the abdominal cavity, the jaws of the vse instrument would not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the vse instrument was inserted for the first time, the jaws of the instrument would not open when attempting to use it. The instrument was removed and reconnected several times, but the issue persisted. The issue was resolve with a backup vse instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) instrument associated with this complaint and completed investigations. The instrument was found to have as a dislodged grip ring and its screw. The instrument was placed on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down the grip drive adapter. Additionally, the instrument was found to have a grip ring screw missing. The grip ring screw was not found attached to the magnet inside the housing. As a result of the grip ring screw being dislodged, the grip ring was dislodged. The root cause was attributed to manufacturing. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.